Manufacturer narrative:
The field service engineer (fse) discovered the sample line to the flowcell had a pinhole and was leaking fluid. The fse replaced the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the pinhole in the tubing. A definitive cause of the pinhole is unknown. (B)(4).

Event description:
The affiliate stated the customer reported approximately five milliliters of diluted blood leaked from under the cover of the flowcell, under the laser, involving the coulter lh 780 hematology analyzer. The fluid was confined within the instrument. The operator was wearing proper personal protective (ppe) equipment consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer also stated controls stopped producing differentials. No erroneous patient results were released from the laboratory. There was no patient impact associated with this event. The customer discontinued operating the instrument, and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility does have an exposure control or risk management plan in place for biohazard material.